Event description:
Glidescope is typically stored in the ed and was brought to the or for use during a difficult intubation. The black wand is loose and it looks like the black surface has dings in it. Please see attached pictures.

Event description:
Glidescope is typically stored in the ed and was brought to the or for use during a difficult intubation. The black wand is loose and it looks like the black surface has dings in it.